Event description:
Consumer complaint of blood results reading "hi." Customer normally is in the 130-150 in the morning. Performed back to back blood tests - hi and hi. Last 4 results in memory were hi, 579mg/dl, 103mg/dl, and 556mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has high glucose value.

Event description:
Consumer complaint of blood results reading "hi." Customer normally is in the 130-150 in the morning. Performed back to back blood tests - hi and hi. Last 4 results in memory were hi, 579mg/dl, 103mg/dl, 556mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (09/10/2014).